Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01643, 3005168196-2017-01644.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using ruby coils. During the procedure, the physician retracted and removed a ruby coil that was too small; however, upon removal, the ruby coil was dropped on the floor. This ruby coil therefore was not reused in the procedure. Later in the procedure, it was reported that a ruby coil was unable to take its intended shape; therefore, the ruby coil was removed. Then, the hospital technician inadvertently kinked the pusher wire of a third ruby coil while attempted to insert the ruby coil into the lantern delivery microcatheter (lantern); therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and a new lantern. In addition, there was no alleged deficiency with the first lantern. There was no report of an adverse effect to the patient.